Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the surgery, the physician was not able to implant the right ventricular (rv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was not known.

Event description:
It was reported that during the procedure, the physician was not able to implant two different right ventricular (rv) leads. Neither lead was used, and the physician elected to complete the procedure using a different lead. The patient's condition was not known.